Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure it was noted that the right ventricular setscrew on the pacemaker could not be untightened, it was suspected that the setscrew was stripped. Special tool was used to detach the lead from the device. The device was replaced. There were no consequences to the patient.

Manufacturer narrative:
The reported event of unable to tighten the atrial setscrew to remove the lead was confirmed. Final analysis found that as received, the set screw was unable to tighten due to the calcified blood was filling the atrial setscrew inset preventing the wrench from engaging the setscrew inset. The blood came through a hole punched through the septum by the torque wrench at time of implant. The removal of the blood from the setscrew inset, make the wrench can fully insert and engage with the setscrew inset. The setscrew can be tightened and untightened normally.